Event description:
It was reported that shaft beak occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 13mm in length, 2.5mm in diameter, concentric and de novo target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery with lesser than or equal to 45 degree bend. The lesion was predilated using 2x10 mm and 2.5x10mm non bsc balloon catheters leaving 70% residual stenosis in the lesion. A 2.50x16mm promus element stent was selected to treat the lesion; however, the device was unable to cross the lesion despite several attempts. The physician pulled back the device. It was noted that the shaft of the catheter broke. The physician removed the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).